Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 686073- not valid) inserted. The patient's medical history included menorrhagia, depression, twin pregnancy (twins 35 weeks, baby a with two vessel cord(cv)), cholelithiasis and multigravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy bso). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: findings compatible with appropriate essure implant position and corresponding with bilateral tubal occlusion. Lot number 686073 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('debilitating periods') in an adult female patient who had essure (batch no. 686073- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, depression, twin pregnancy (twins 35 weeks, baby a with two vessel cord(cv)), cholelithiasis and multigravida. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("massive fatigue") and migraine ("migraines") and underwent tooth extraction ("all teeth removed"). The patient was treated with surgery (laparoscopic vaginal hysterectomy bso). Essure was removed on (B)(6) 2020. At the time of the report, the menstrual disorder, tooth extraction, arthralgia, fatigue and migraine outcome was unknown. The reporter considered arthralgia, fatigue, menstrual disorder, migraine and tooth extraction to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2020 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: findings compatible with appropriate essure implant position and corresponding with bilateral tubal occlusion. Lot number 686073 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: event 'medical device removal' was updated by 'debilitating periods'. Events: all teeth removed, joint pain, massive fatigue, migraines, insertion date, reporter information were added. Patient demographic was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 686073) inserted. The patient's medical history included menorrhagia, depression, twin pregnancy (twins (B)(6), baby a with two vessel cord (cv)), cholelithiasis and multigravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy bso). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: findings compatible with appropriate essure implant position and corresponding with bilateral tubal occlusion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.